Event description:
No additional information received.

Manufacturer narrative:
P50j sample, vial, and saline bag received for investigation. Through visual inspection, no damage or leakage found on the samples. Gray foreign matter was found inside the saline solution. Fourier transform infrared spectroscopy was performed to further analyze. The foreign substances was mainly composed of butyl rubber and silicic acid compounds, therefore, it seems the foreign matter could come from the rubber stopper from vials used. It may be due to the rubbing of the injector cannula with the rubber stopper causing detachment of particles. Possible root cause is associated with incorrect use of the rubber stopper corresponding to the cannula type of the protector. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f26 ¿ no health consequences or impact. Device problem code: a1801 - contamination.

Event description:
Coring. Coring with etoposide.